Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. (B)(4) will not be returned for evaluation as it was not explanted, and no autopsy was performed. No further information has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. The death was not considered to be related to the device or device therapy. The device operated as expected.